Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported while removing the stent protective sheath for the 2.5x15mm xience prime stent delivery system (sds) the stent dislodged from the balloon. The was no resistance removing the sds from the dispenser coil and there was no manipulation or handling of the stent implant at any point. There was no device use or patient involvement. There was no clinically significant delay in the procedure. The procedure was completed using a non-abbott stent. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device not available for evaluation.

Event description:
Subsequent to the previously filed reports, the following information was received: the device was advanced in the proximal guide catheter, but dislodged. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The investigation determined the reported stent dislodgement appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device was available for evaluation. H6: health effect - impact code 2645 - removed. H6: type of investigation code 4115 - removed. H6: investigation conclusions code 4315 - removed.